Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was received for investigation. Examination of the returned device confirmed the reported allegation. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: 1)lot quantity: 36. 2) date of manufacture: 22 january 2019. 3) any anomalies or deviations identified in the inspection records: no anomalies or deviations were observed in this production lot. 4) IFU reference: (B)(4). Device history review: 1)lot quantity: 36. 2) date of manufacture: 22 january 2019. 3) any anomalies or deviations identified in the inspection records: no anomalies or deviations were observed in this production lot. 4) IFU reference: (B)(4).

Event description:
It was reported that the customer is complaining about the instrument because a small part broke off. No surgery delay, no adverse patient harm or consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this complaint was received for investigation. Photo investigation confirmed the reported allegation. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : 1)lot quantity: (B)(4). 2) date of manufacture: 22 january 2019. 3) any anomalies or deviations identified in the inspection records: no anomalies or deviations were observed in this production lot. 4) IFU reference: 090200836 rev g.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.